Manufacturer narrative:
Evaluation was not performed; product was not returned for analysis.

Event description:
The facility reported that the device was not working. There was no report of patient impact.